Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, broken shell, and yellow particles. A leak test was performed and found broken shell. A microscopic analysis identified broken shell with striated edge on anterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is broken shell with striated edge assessed as surgical damage.

Event description:
Health professional reported left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.

Event description:
Device was explanted.